Manufacturer narrative:
Final device analysis results revealed both b-battery bond wires were lifted from the hybrid bond pads internal to the device; the epoxy bond (weld) was broken between the hybrid circuit and both battery terminals. Analysis results confirm the reason for device return.

Event description:
Info received indicated the pt experienced a lack of therapy effect, and no telemetry was obtained af follow-up in august 2007. Early battery depletion was suspected and the product was replaced. There was no report of injury, the pt has recovered. Refer to MFR report #9614453200702538.